Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue occurred on (B)(6) 2018. The patient reported obtaining blood glucose readings of ¿260, 170, 89 and 110 mg/dl¿ with the subject meter. The time difference between the results was over 20 minutes. The reported time difference of greater than 20 minutes makes this comparison invalid for the purposes of determining an inaccuracy. The patient manages her diabetes with trulicity 1 dose per week and 2 doses of lantus and novolog daily and reported taking her usual diabetes medication in response to the value of ¿260 mg/dl¿. The patient claimed that immediately after she developed a symptom of ¿rapid heartbeat¿ and within an hour she was hospitalized. The patient had her blood glucose tested with a hospital meter at 1 pm on the same day and obtained a result of ¿87 mg/dl¿. It was not reported what treatment the patient received but she did report that they ¿had to bring her blood glucose up¿. The patient also claimed that they decreased her normal dosage of lantus and novolog from 2 doses daily to 1 dose daily. At the time of troubleshooting the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the blood samples. The csr also noted that the patient was following a correct testing procedure. A replacement meter was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining alleged inaccurate results with the subject meter.